Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. It should be noted: during troubleshooting it was revealed the customer was using test strips that expired on august 31, 2017. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported customer received higher results from her adc blood glucose meter than she was feeling and compared to a hospital meter. Caller further reported that on (B)(6) 2017 at 8:30 am customer received a reading of 500 mg/dl from her meter, which was higher than she felt. Because of the high reading customer called ¿life alert¿ and was advised to go to the hospital. Before going to the hospital customer ate breakfast. At the hospital two readings were received, a reading of 111 mg/dl and a reading of 117 mg/dl. Caller did not know if customer was diagnosed with anything, but noted she was treated with an unspecified intravenous infusion. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of august 31, 2017 at the time of investigation, retain testing was not performed. The strip lot was past its expiry date as of the case awareness date of (B)(4) 2017. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s daughter reported customer received higher results from her adc blood glucose meter than she was feeling and compared to a hospital meter. Caller further reported that on (B)(6) 2017 at 8:30 am customer received a reading of 500 mg/dl from her meter, which was higher than she felt. Because of the high reading customer called ¿life alert¿ and was advised to go to the hospital. Before going to the hospital customer ate breakfast. At the hospital two readings were received, a reading of 111 mg/dl and a reading of 117 mg/dl. Caller did not know if customer was diagnosed with anything, but noted she was treated with an unspecified intravenous infusion. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of (B)(6) 2017 at the time of investigation, retain testing was not performed. The strip lot was past its expiry date as of the case awareness date of (B)(6) 2017. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s daughter reported customer received higher results from her adc blood glucose meter than she was feeling and compared to a hospital meter. Caller further reported that on (B)(6) 2017 at 8:30 am customer received a reading of 500 mg/dl from her meter, which was higher than she felt. Because of the high reading customer called ¿life alert¿ and was advised to go to the hospital. Before going to the hospital customer ate breakfast. At the hospital two readings were received, a reading of 111 mg/dl and a reading of 117 mg/dl. Caller did not know if customer was diagnosed with anything, but noted she was treated with an unspecified intravenous infusion. No further information was provided. There was no report of death or permanent injury associated with this event.